Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 25913 and c-34 related to the complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk0603. No image or video was available for review. This complaint is being reported as a reportable malfunction event due to the following conclusion: the iesu was replaced after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the integrated electrosurgical unit (iesu/erbe) was showing error c-34. The technical support engineer (tse) reviewed the system logs and identified errors 25913 and c-34. Prior to contacting technical support, the customer power cycled the iesu, however; the issue persisted. The tse asked the customer for an external iesu and the customer confirmed that they have one. The tse asked the customer if they have the cable to connect the external iesu to the core and the customer was not sure. The tse advised the customer to use the paddles supplied with the external iesu if the cable is unavailable. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 24-may-2022: an isi field service engineer replaced the iesu during the procedure, so that the customer could continue working after an hour.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electro surgical unit associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of an error c-34. When tested on an in-house system and run in normal mode, the reported error occurred on start. The root cause of the failure is attributed to a component failure. Failure analysis also noted the error in the error log.

Event description:
Refer to h10/h11 for follow-up information.